Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had alarmed no delivery and that they experienced high blood glucose level of 420mg/dl. The customer was assisted with troubleshooting. The customer tried to treat with insulin pump bolus. Customer's blood glucose value was 469mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks or air bubbles. Customer declined to continue with troubleshooting for high readings. No delivery troubleshooting was performed. Customer reported that insulin exited during prime process. Customer was unable to remove set to check for site issues. There may be possible site related issue or site/set occlusion. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.